Event description:
It was reported that the pulse generator exhibited low impedance. The device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.